Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with setscrew markings on the terminal pin. There were no suture sleeves with the lead at return. There was dried bodily fluid in the throughout the entire lead lumen, and electrocautery marks in several lead locations. There was a cut in the lead collar and insulation of the lead tip. The polyurethane tubing was indented at what appeared to be where a suture sleeve tie down site. There was also a sharp bend in the tubing and the insulation was abraded in that location. Both the anode and cathode coils were confirmed to be fractured.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances and loss of capture (loc). The lead was revised and it was noted the lead was fractured. The lead was then explanted and successfully replaced. To date, no additional adverse patient effects have been reported.